Event description:
It was reported that the right front caster broke off of the lift, as a result when the end user was in the lift it tipped over. The end user was able to grab onto a nearby object and catch herself. No injury reported.

Manufacturer narrative:
.